Event description:
It was reported that an unspecified chemotherapy was about to be hung for an infusion, when it was noted that the medication was dripping from a hole near a connection site of the tubing. The chemotherapy and tubing were in a bag, so the spill was contained.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that an unspecified chemotherapy was about to be hung for an infusion, when it was noted that the medication was dripping from a hole near a connection site of the tubing. The chemotherapy and tubing were in a bag, so the spill was contained.